Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021, in order to reposition the magnet. This report is submitted on august 16, 2022.

Manufacturer narrative:
This report is submitted on september 2, 2021.

Event description:
Per the clinic, the surgeon experienced the displacement of the magnet during an MRI (1.5 tesla. Pain was experienced. There are plans to replace the magnet.